Event description:
Customer's son reported the aviva system gave a blood glucose result of 85 mg/dl at a time when the customer was symptomatic of hypoglycemia, required treatment by layperson. A request was made for the return of the system and a replacement was sent.